Event description:
The user facility reported that the patient's therapy was interrupted when the device alarmed "attention". There was no patient injury or medical intervention in association with this incident. The pump was replaced to continue therapy. The drug being administered to the patient is unknown. No additional information is available.

Manufacturer narrative:
The device has not yet been returned to baxter for evaluation. A follow-up report will be submitted upon completion of the device evaluation or if additional information is received. (B) (4)